Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer was on insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was very sick and insulin is not working. Customer stated that the retainer ring was broken. The insulin pump will not be returned for analysis.